Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/13/2024. An investigation was conducted on 06/26/2024. A visual inspection was conducted. Both the harvesting device as well as the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both returned devices. There were no visual defects observed on the intact cannula or the intact c-ring. The gray silicone insulation on the hot jaw was observed to be intact. The heater wire was observed to be intact with no visual defects observed. The gray silicone insulation on the cold jaw was observed to be peeled off the entire cold jaw, exposing the metal cold jaw. The detached silicone insulation was returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000388676 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 the rubber tip of the bisector came off while taking vein. The piece fell off inside patient. The piece was retrieved using the jaws of the device. A new device was used to complete the procedure. There was a 5 minute procedural delay. It is unknown if there was any patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.